Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
This is a spontaneous report by a nurse from (B)(6) regarding a (B)(6) male homechoice peritoneal dialysis patient. On (B)(6) 2010, the patient was diagnosed with fungal peritonitis with culture positive for yeast. According to the nurse, the cause of the peritonitis was humid environment. On an unreported date, the patient had a peritoneal effluent culture performed. The result of the culture was yeast. The peritonitis did resolve. The patient's medical history included end stage renal disease (esrd) and diabetes. No concomitant medications were reported. The nurse believed that the fungal peritonitis with culture positive for yeast was not related to peritoneal dialysis therapy.